Event description:
It was reported the pt complained of uncomfortable stimulation in the front of her legs. The pt has good stimulation coverage of her painful areas. Multiple reprogramming did not resolve the issue. The pt's scs lead was repositioned and the issue has persisted. It was noted that due to scarring there was a limited area for placement of the scs lead. The pt was advised for her options of using her system as is, have it removed or undergo an add'l revision for which her physician advised her she is not a good candidate. F/u identified the pt has decided to use her scs system as is for the time being.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.